Event description:
A bipap a40 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additionally, not related to the reportable issue, an alarm indicating the coin cell voltage is outside of its valid range of 1.65 to 3.6v was observed in the device's error log. The main board needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.